Event description:
Under CT guidance the radiofrequency ablation was conducted. During the procedure, it was noted that during the track ablate mode, the equipment would cool down quickly. The temperature readings were still reading at 71 degrees. To compensate, several more ablation cycles were completed. While in recovery, the patient experienced complications were sent to another facility for surgery to determine if there was bleeding from the procedure. The patient suffered complications from the procedure (main complication was haemorrhage) and passed away.